Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. Further information was requested but not available. (B)(4). According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. The outer diameter (od) for the dsl2228j is 8.3mm. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Please note that the information related with an aneurysm enlargement and a new aortic dissection was covered in (B)(4) and a medwatch# 2017233-2017-00644 was submitted to FDA on 12/12/2017.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu343415j/12807660). On (B)(6) 2017, follow-up images revealed the aneurysm enlargement more than 1 cm with new dissections starting from the distal part of the device. The false lumen was almost thrombosed but small ulps (ulcer-like projection) were observed. On (B)(6) 2017, an additional procedure was performed. Two conformable gore® tag® thoracic endoprostheses were placed to the distal part of the original stent graft using a gore® dryseal sheath with hydrophilic coating (dsl2228j/unknown) via the left femoral artery and ballooning was performed. It was reported that when the sheath was retracted and an angiography was performed, a vessel rupture was observed in the left tortuous external iliac artery with a dissection starting from the ruptured point to left internal iliac artery. The patient underwent an open procedure and the left external iliac artery was ligated and a femoral-femoral bypass was performed. The patient tolerated the procedure. It was reported that the diameter of the access vessel was about 8mm and slight resistance was felt when the sheath was removed. The physician also mentioned that the condition of patient¿s intima was possibly brittle.